Manufacturer narrative:
The returned device was visually inspected under magnification and no damage was observed. The device was functionally tested with a new needle and the device performed with no issue. No issues were observed after 10 passes. A review of the nonconformance database did not identify any issues with the manufacture of the product. The failure mode is unconfirmed, no root cause can be determined.

Event description:
It was reported that during a procedure using a truepass needle, the needle broke tip broke while trying to penetrate the cuff. The broken tip was retrieved. The procedure was completed using a backup device. There were no patient complications reported as a result of this event.